Event description:
Additional information received reported a granuloma was discovered and was stable and calcified. The date of onset was unclear. It was also reported the location of the issue was "l4-l5 abdominal finding compared to prior computed tomography (CT) scan, inflammatory mass verses infections." The information was not clearly stated and further clarification was attempted, but unable to be obtained. The catheter was removed and the patient was referred to a neurosurgery. It was noted the patient was doing ¿ok¿ now.

Event description:
It was reported, the patient presented for a catheter revision on (B)(6) 2013 for a suspected granuloma. The physician was not able to dissect down to find the catheter anchor. The physician wanted to attempt to "pull down catheter" then check the flow. The cap was accessed and they were able to withdraw yellow tinted fluid. They injected isovue but could not see ¿bleb of dye¿ anywhere other than behind the pump. The physician was not amenable to any other interventions today or exploring the connection at the catheter and sutureless connector. The physician wants to get a CT scan. The patient status was indicated as alive; with injury noted as pain and surgical incisions. No changes made to dose or medication. The pump was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n155412002, implanted: 2008 (B)(6); product type catheter product ID neu_unknown_cath, lot# *uk6165263, implanted: 2008 (B)(6); product type catheter. (B)(4).